Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: vedr01 ipg, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had high impedance of 1,847 ohms and a lead alert was triggered. It was further reported that the right atrial (ra) lead had low impedance. Both of the leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.